Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that reason for call and remained the caller for the rest of the call. The reason for call was that they were having trouble recharging the ins as the controller kept saying that the recharger  (rtm) wasn't in the right place over the ins and to try again. Pt stated that no device found would display, however then the normal recharging screen would display with recharging excellent, then recharging good, and then try again. Pt confirmed that there were no other error messages that appeared on the controller when they were trying to recharge the ins. When pss asked the pt if the rtm was getting hot while recharging/trying to recharge the ins, pt stated yes and that it had been for awhile. Pt stated that the rtm would get hot on and off as sometimes they would notice the rtm getting hot and sometimes they wouldn't notice the rtm getting hot. Pt confirmed that there was no apparent damage to the rtm. Pt noted that they were very careful with the equipment. Pt mentioned that they went to england for a week in february and that they were charging the equipment while there. An email was sent to the repair department to replace the rtm. When pss asked for the event date, pt stated that the issue started yesterday morning. Pt noted that they still had 50% battery left on the ins yesterday, however when they got home last night they tried to recharge the ins again and the ins battery was in the orange zone; pt stated that they then turned stimulation off at the point. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharge antenna failed with intermittent poor recharge quality. The recharge antenna cable insulation was pulling out of the recharger antenna. The recharger had failing t6030 (rms voltage at the h field probe), with the recharge coil suspected to be defective. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.